Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged deterioration is related to activ.a.c.¿ therapy. The nurse reported the patient was noncompliant and did not show up for his appointments, and activ.a.c.¿ therapy remained in place for two weeks. The patient continued to receive activ.a.c.¿ therapy post debridement. This report is being filed due to possible use error as the v.a.c.® dressing was left in place without active v.a.c.® therapy for more than two hours without restarting v.a.c..® therapy, or applying an alternate dressing in accordance with v.a.c.® labeling. Device labeling, available in print and online, states: warnings: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile packaging and restart v.a.c..® therapy, or apply an alternate dressing at the direction of the treating physician. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On 17-oct-2018, the following information was reported to kci by the patient's mother: on (B)(6) 2018, the patient is in the hospital for a wound related surgery. On 19-oct-2018, the following information was reported to kci by the physician's nurse: the patient was noncompliant and did not show up for his appointments. Therefore, the home health agency did not have any v.a.c.® therapy orders, and the activ.a.c.¿ therapy remained in place for 2 weeks. On (B)(6) 2018, the patient underwent sharp debridement as the wound had deteriorated, and activ.a.c.¿ therapy was re-applied. Evaluation of the device was completed on 12-nov-2018 as follows: on 08-aug-2018, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On 09-nov-2018, the device was tested per quality control procedure by kci quality engineering, and unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.